Event description:
It was reported that something did not feel right during preparation of the armada according to the scrub technician; however, there were no kinks, bends, or tears noted on the shaft. Reportedly, there was no resistance during advancement. During inflation, the armada was unable to be seen inflating under fluoroscopy in the moderate to severly calcified target lesion in the posterior tibial artery with the first inflation at nominal pressure of 8 atmospheres. Inflation was held for approximately 30 to 60 seconds. It is surmised that the armada was not fully inflated when it was unable to be visualized under fluoroscopy. Negative pressure was applied and the device was removed from the anatomy without resistance. After the armada was removed from the anatomy, contrast was inserted with the non-abbott inflation device and the contrast was seen coming out of the guide wire hub/port. Another armada was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated patient age and weight. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty inflating the balloon and leak were confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.